Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that caregiver pull the empty lift (without the patient) towards herself and the standing plate pulled in over the left foot big toe. As a consequence of the event the nail became loose. The toe injury required staples to anchor the toe nail.

Manufacturer narrative:
Arjo was informed about an event involving sara flex device. It was reported that a caregiver pulled the empty lift towards herself and in a result the lift run over the caregiver¿s left foot. As a consequence of the event, the caregiver sustained a toe injury requiring staples to anchor the toenail. The caregiver¿s toe was treated in the emergency room in the hospital. After the event, the device was evaluated by arjo representative. The inspection showed that lift and castor brakes were working correctly and no device malfunction was found. The IFU for sara flex (04.kl.00.en) contains information : "transfer direction - the cargiver must be positioned behind sara flex during transfers." To conclude, the arjo lift was not used by the patient when the event occurred. The caregiver moved the empty lift on herself and from that perspective, the device played a role in the event. There was no malfunction found which led to the reported event. The device did not fail its technical specification. We decided to report this complaint to the competent authorities due to the indication that the caregiver sustained a serious injury.